Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. It appears that the head of the toothbrush broke off, or the disk became detached. Consumer has stated that she will return the device for evaluation, but device has not yet been received. No injury was reported, no medical attention was reported to have been sought. This is being reported as a malfunction; choking is possible as a result of the disk detachment.

Event description:
Noticed they looked a little weird and used it anyway. Put on his toothbrush gentle and it broke his toothbrush. Looked at the head and it looks broken too near the bristles and the plastic part.